Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the tubing was kinked which is a known cause of this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during initial drain of peritoneal dialysis therapy. The home patient was connected at the time of the event. During troubleshooting, it was found that the patient line was kinked. The technical service representative advised the care giver to end therapy and start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.